Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's spouse reported via phone call indicating that the customer experienced high blood glucose of 429 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the customer's blood glucose level started slowly rising on (B)(6) 2016. The customer declined testing their insulin pump and declined troubleshooting the issue. The customer was advised to change the sets on their device and monitor the insulin pump.